Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 30mm amplatzer cribriform was chosen for implant using an 9f amplatzer trevisio delivery system to close an anneurysmal pfo. During the procedure, the device was deployed, at which time the left atrial disc was observed to be bulbous. The disc configuration did not resolve with further assessment; therefore, the device was explanted. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. Subsequently, a new 30¿25 mm amplatzer talisman pfo occluder was selected and implanted, and the remainder of the procedure was completed without further event. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.